Manufacturer narrative:
(B)(4). No samples were received for evaluation. Received customer picture. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. The complaint cannot be determined.

Event description:
Customer states tubes are not filling up full volume when collected. They tried ordering replacement stock and are finding that this replacement stock also is not filling up all the way. No samples available.